Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed visual inspection, continuity, electrical and mechanical tests. Dried blood was noted in housing and neck region (tip). Helix was extended. The helix difficulty allegation was confirmed based on xray observation of a necked down inner coil near the terminal pin. A stylet insertion test failed due to the necked down inner coil near the terminal pin. The lead tip/helix appears intact and undamaged. Product investigation showed no conductor fractures.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, and low amplitude at r waves. While trying to reposition the lead, the helix retracted but it would not reextend. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, and low amplitude at r waves. While trying to reposition the lead, the helix retracted but it would not reextend. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.